Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a gas gain alarm. There was no patient injury and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and was able to duplicate the problem. To resolve the issue, the stm troubleshot the system and replaced a defective pneumatic module assembly (pim). The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a gas gain alarm. There was no patient injury and no adverse event was reported.